Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that an abnormality was not identified since the reported problem could not be duplicated during the evaluation of the returned device and the likely cause was a problem with another device, such as the video processor and/or the light source cable.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The unit was was tested and inspected; the light control was verified to function as expected and the iris was able to adjust manually and automatically in their respective mode. However, the main power switch was determined to stick intermittently and the main lamp was determined to be a non-olympus lamp reading at over 500+ hours.

Event description:
A user facility reported to olympus that the brightness auto adjust would not function. The problem, as reported to olympus, was found during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.